Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was in a hotel with a strange elevator that seemed like it affected the stimulator because it would surge. This started on (B)(6) 2018 it kept doing this so the patient turned it off on (B)(6) 2018. They turned it back on (B)(6) 2018 and the normal level/setting felt really strong. The sensation did not go down after lowering the amplitude level so the patient kept it off. The patient requested assistance. They did not have a managing health care provider (hcp). Hcp listings were provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2018 reporting that the new programs were set up and it worked better now. No further complications were reported.